Event description:
It was reported that the doctor repaired right hip due to periprosthetic fracture about 3 months ago and notice on x-ray stem was loose. After fracture was healed, he revised and took out the stem, head, and liner. Doctor did not know any information on primary surgery, it was done else where.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
Corrected data: manufacturing date. An event regarding a periprosthetic fracture and implant loosening involving a definition pm cemented hip #4 was reported. The event was not confirmed. Device evaluation not performed as the device was not returned for evaluation. A device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. A complaint history review indicated that there have not been any other events for the specified lot. The patient was originally repaired due to a periprosthetic fracture using a competitor¿s product. The cause of this event cannot be determined as it is unclear if the loosening or the periprosthetic fracture occurred first. Further information is needed.

Event description:
It was reported that the doctor repaired right hip due to periprosthetic fracture about 3 months ago and notice on x-ray stem was loose. After fracture was healed, he revised and took out the stem, head, and liner. Doctor did not know any information on primary surgery, it was done elsewhere.